Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-11710. It was reported the patient experienced and motor vehicle accident. As a result, one of the leads migrated (confirmed via x-rays). In turn, the patient underwent surgical intervention wherein the lead located at t11 was explanted and replaced. Effective therapy was restored post operatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.